Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via call high blood glucose level 470mg/dl. Customer was declined for troubleshooting. The insulin pump will be return for analysis.

Manufacturer narrative:
Pump received with stripped battery cap coin slot, minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip. Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind. All buttons functioned properly. No damage on keypad traces noted. No flattened button dome switch or unlock on lcd keypad connector noted.